Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus\ the other of which is migrating toward the endometrial cavity'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and neuropathy peripheral ('neurological conditions or problems: peripheral neuropathy') in a 36-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Gross description: the coiled metal device is not attached or embedded in the endometrium. Also identified in the isthmus of the right fallopian tube is an appropriately placed coiled metal device consistent with essure. Also identified on the ampulla of the right fallopian tube is a paratubal cyst that measures 0.8 x 0.7 x 0.5 cm sectioning of the cyst reveals a smooth cyst wall and a tan clear fluid. Also identified in the left fallopian tube is a metal coiled device consistent with essure. The metal device does show migration through the isthmus with exposure into the fundus of the endometrial cavity. The coils on the left medical device are extended and are not in their original coiled form. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included iron deficiency anemia, hypokalemia, myalgia, numbness, hyperreflexia, hoffmann's sign, pharyngitis, oedema peripheral, malaise, pneumonia, hyperlipidemia, acute bronchitis, dysphonia, blood in stool, shortness of breath, breast cyst, blood in urine, urinary frequency, urgency urination, palpitations, chronic cervicitis, nabothian cyst, adenomyosis and leiomyoma nos. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced epistaxis ("nosebleeds"). On (B)(6) 2011, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency") and iron deficiency ("iron deficiency"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection: vaginal"), rash ("rashes or skin conditions: rash on elbows"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs") and gastrointestinal polyp ("gastrointestinal or digestive system condition: ibs, polyps"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), panic attack ("psychological or psychiatric problems: panic attacks, depression, anxiety"), depression ("psychological or psychiatric problems: panic attacks, depression, anxiety"), anxiety ("psychological or psychiatric problems: panic attacks, depression, anxiety"), fibromyalgia ("autoimmune disorder: fibromyalgia"), neuropathy peripheral (seriousness criterion medically significant), carpal tunnel syndrome ("neurological conditions or problems: peripheral neuropathy, carpal tunnel") and alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced pain ("other injuries: whole body pain, weakness") and asthenia ("weakness"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cardiac disorder ("blood or heart disorder/condition: heart problems"), toothache ("dental problems :ain in teeth"), tooth infection ("dental problems: infection"), dental caries ("dental problems- rotting teeth"), pain in extremity ("leg pain"), back pain ("back pain"), chest pain ("chest pain"), neck pain ("neck pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), neuralgia ("nerve pain") and bone pain ("bone pain") and was found to have monocyte count increased ("blood or heart disorder/condition: elevated monocytes, heart problems"). The patient was treated with ciprofloxacin (cipro), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocortisone, ibuprofen, lidocaine, loratadine (axcel loratidine), naproxen, omeprazole, oxycodone, paracetamol (tylenol), pregabalin (lyrica), rifaximin, topiramate, surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2018 underwent ablation), cavities filled and teeth pulled. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, panic attack, depression, anxiety, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, headache, monocyte count increased, nausea, neuropathy peripheral, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, gastrointestinal polyp, pain, asthenia, alopecia, cardiac disorder, toothache, tooth infection, dental caries, vitamin d deficiency, iron deficiency, pain in extremity, back pain, chest pain, neck pain, pelvic pain, abdominal pain, arthralgia, neuralgia and bone pain outcome was unknown and the menorrhagia, vaginal haemorrhage and epistaxis had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, bone pain, cardiac disorder, carpal tunnel syndrome, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, epistaxis, fatigue, fibromyalgia, gastrointestinal polyp, headache, iron deficiency, irritable bowel syndrome, menorrhagia, migraine, monocyte count increased, nausea, neck pain, neuralgia, neuropathy peripheral, pain, pain in extremity, panic attack, pelvic pain, rash, tooth infection, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: current weight 153 lbs in the left fallopian tube is a metal coiled device consistent with essure. The metal device does show migration through the isthmus with exposure into the fundus of the endometrial cavity. The essure implants were placed on each side. On the right side, no coils were apparent in the cavity. On the left side, there were 14 coils apparent in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Essure in correct position. Most recent follow-up information incorporated above includes: on 12-nov-2019: mr received. Lot number was added. Reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus\ the other of which is migrating toward the endometrial cavity'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and neuropathy peripheral ('neurological conditions or problems: peripheral neuropathy') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Gross description: the coiled metal device is not attached or embedded in the endometrium. Also identified in the isthmus of the right fallopian tube is an appropriately placed coiled metal device consistent with essure. Also identified on the ampulla of the right fallopian tube is a paratubal cyst that measures 0.8 x 0.7 x 0.5 cm sectioning of the cyst reveals a smooth cyst wall and a tan clear fluid. Also identified in the left fallopian tube is a metal coiled device consistent with essure. The metal device does show migration through the isthmus with exposure into the fundus of the endometrial cavity. The coils on the left medical device are extended and are not in their original coiled form. Previously administered products included for birth control: oral contraceptive nos. Concurrent conditions included iron deficiency anemia, hypokalemia, myalgia, numbness, hyperreflexia, hoffmann's sign, pharyngitis, oedema peripheral, malaise, pneumonia, hyperlipidemia, acute bronchitis, dysphonia, blood in stool, shortness of breath, breast cyst, blood in urine, urinary frequency, urgency urination, palpitations, chronic cervicitis, nabothian cyst, adenomyosis and leiomyoma nos. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced epistaxis ("nosebleeds"). On (B)(6) 2011, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vitamin d deficiency ("vitamin d deficiency") and iron deficiency ("iron deficiency"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced vaginal infection ("infection: vaginal"), rash ("rashes or skin conditions: rash on elbows"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), irritable bowel syndrome ("gastrointestinal or digestive system condition: ibs") and polyp ("gastrointestinal or digestive system condition: ibs, polyps"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), panic attack ("psychological or psychiatric problems: panic attacks, depression, anxiety"), depression ("psychological or psychiatric problems: panic attacks, depression, anxiety"), anxiety ("psychological or psychiatric problems: panic attacks, depression, anxiety"), fibromyalgia ("autoimmune disorder: fibromyalgia"), neuropathy peripheral (seriousness criterion medically significant), carpal tunnel syndrome ("neurological conditions or problems: peripheral neuropathy, carpal tunnel") and alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced pain ("other injuries: whole body pain, weakness") and asthenia ("weakness"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cardiac disorder ("blood or heart disorder/condition: heart problems"), toothache ("dental problems: pain in teeth"), tooth infection ("dental problems: infection"), dental caries ("dental problems- rotting teeth"), pain in extremity ("leg pain"), back pain ("back pain"), chest pain ("chest pain"), neck pain ("neck pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), neuralgia ("nerve pain") and bone pain ("bone pain") and was found to have monocyte count increased ("blood or heart disorder/condition: elevated monocytes, heart problems"). The patient was treated with ciprofloxacin (cipro), duloxetine hydrochloride (cymbalta), fluoxetine hydrochloride (prozac), hydrochlorothiazide, hydrocortisone, ibuprofen, lidocaine, loratadine (axcel loratadine), naproxen, omeprazole, oxycodone, paracetamol (tylenol), pregabalin (lyrica), rifaximin, topiramate, surgery (hysterectomy with bilateral salpingectomy and on (B)(6) 2018 underwent ablation), cavities filled and teeth pulled. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, panic attack, depression, anxiety, fibromyalgia, rash, bladder disorder, urinary tract disorder, migraine, headache, monocyte count increased, nausea, neuropathy peripheral, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, irritable bowel syndrome, polyp, pain, asthenia, alopecia, cardiac disorder, toothache, tooth infection, dental caries, vitamin d deficiency, iron deficiency, pain in extremity, back pain, chest pain, neck pain, pelvic pain, abdominal pain, arthralgia, neuralgia and bone pain outcome was unknown and the menorrhagia, vaginal haemorrhage and epistaxis had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, bladder disorder, bone pain, cardiac disorder, carpal tunnel syndrome, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, epistaxis, fatigue, fibromyalgia, headache, iron deficiency, irritable bowel syndrome, menorrhagia, migraine, monocyte count increased, nausea, neck pain, neuralgia, neuropathy peripheral, pain, pain in extremity, panic attack, pelvic pain, polyp, rash, tooth infection, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. In the left fallopian tube is a metal coiled device consistent with essure. The metal device does show migration through the isthmus with exposure into the fundus of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Essure in correct position. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and mr received: previously reported event ¿injury nos¿ replaced with ¿migration of essure device: uterus\ the other of which is migrating toward the endometrial cavity¿, events- ¿vaginal bleeding, menorrhagia, vaginal infection,panic attacks, depression, anxiety, fibromyalgia, rash on elbows, bladder problems, urinary problems, migraines, headaches,elevated monocytes, migration of essure device: uterus, nausea, rotting teeth, pain in teeth,teeth infection, vitamin d deficiency, iron deficiency, leg pain, back pain, chest pain, neck pain, abdominal pain, pelvic pain, joints pain, nerve pain, bones pain, peripheral neuropathy, carpal tunnel, dysmenorrhea, dyspareunia, vaginal discharge, blurred vision fatigue; weight gain, ibs, polyps,whole body pain, weakness, hair loss, heart problems¿, reporter, concomitant drug, medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.